Manufacturer narrative:
(B)(4). Device received in a condition that made analysis impossible. Examination of the foil packaging showed significant wrinkling of both bottom and top stocks, suggesting resterilization by autoclaving. Two perforations were observed in the foil bottom stock relating to fatiguing of the foil associated with resterilization of the product, which compromised package integrity, leading to the degradation of the suture product. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2011 and suture was used. The suture broke during dispensing. Another same like product was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.